Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was 385 mg/dl. Customer was treated with insulin drip and saline. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information about the date of event has been updated which was not included with the initial report. The information has been provided with this report. (B)(4).